Event description:
Event description guidant received information that, 26.3 months post-implant, this implantable cardioverter defibrillator was explanted. There was expressed concern regarding this device's battery longevity. It was reported that programmer print-outs would be returned with the device.